Event description:
It was reported that the patient presented in the emergency room experiencing syncope. Upon review, it was noted that the right ventricular (rv) lead exhibited high capture thresholds which resulted in intermittent capture. The lead was explanted and replaced. The patient was in stable condition.